Event description:
Subsequent to lasix surgery with the intralase fs laser, three (3) pts developed bilateral diffuse lamellar keratitis (dlk) post-operatively. All three of the pts required secondary surgical intervention to lift and rinse the corneal flap. Two of the pt had a post-operative bcva of 20/25. The third pt had post-operative bcva of 20/30. There was no loss of bcva compared to baseline bcva in any of the pts.